Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; values were unknown. The customer declined to provide information regarding the reported issue.